Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter was testing in settings mode. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue first occurred on (B)(6) 2016, 3pm. The patient manages their diabetes with oral medications, diet and /or exercise and denied making any change to her usual diabetes management routine as a result of the alleged product issue. At 3:30pm the patient reported that she developed the symptoms of "dizzy, vomiting and a sore head". The patient denied that she received any treatment. At the time of troubleshooting the csr noted that this was not the first time the product was being used. Csr was unable to resolve the issue by walking the patient through a retest. The patient's products were requested for evaluation and replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.